Manufacturer narrative:
Concomitant products: wire guide, unknown make or model. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report and determined the drive wire had detached from the handle. The device was returned with a yellow liquid inside of the clear tubing. The basket was returned retracted inside the tubing. During a functional test the handle was manipulated and the basket would not move. The device was disassembled and noted that the drive wire had detached from the handle. There was nesting of the drive wire observed inside the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The basket is fully formed with an unknown substance between the wires at both the proximal and distal ends. The drive wire cable from inside the sheath has nested. Solder is no longer present on the handle cannula and drive wire cable at the joint. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Basket advancement/retraction difficulties and nesting of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. The instructions for use indicate: "advance device through channel, in short increments, until basket sheath exits endoscope." The instructions for use state: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory ii double lumen extraction basket. The basket was used for endoscopic bile duct stone removal. After the user checked the device integrity before inserting into the patient's body, it was advanced into the common bile duct over the wire guide. The bile duct stone was collected from the lower bile duct. Then, it [the basket] was advanced into the bile duct again, and [it was] attempted to open the basket to collect the another stone; however, the basket would not open with resistance. Another device (mb-35-2x4-8, lot unknown) was used instead to complete the procedure. There have been no adverse effect to the patient reported. There was no reportable information at this time. The device was evaluated on 05/21/2018. The drive wire had detached from the handle.